Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is (B)(6). E1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,d8, d9, g1(contact person ¿ mfg site), g3, g6, h2,h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. The fse that encountered the issue troubleshot and found the issue to be the pim assembly. The fse replaced the pneumatic module assembly. The fse completed the pm per manufacturer specifications. The iabp was then ready for clinical use.